Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards australia affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the commander delivery system balloon burst after full expansion.

Manufacturer narrative:
Correction to h6 based on additional information. The device was returned to edwards lifesciences for evaluation, and the following was observed: balloon burst was confirmed, a longitudinal tear burst from shoulder to shoulder of the inflation balloon area, radial burst at the proximal and distal shoulder of the inflation balloon, and no missing balloon material. Dimensional testing was performed, the inflation balloon single wall thickness was measured along the edges of the burst location. All measurements taken of the balloon single wall thickness met the specification. The complaint for balloon burst was confirmed by visual inspection of the returned device. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per event description, there was calcification in the aortic root. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloon is sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, interaction between the balloon and the struts of the degenerating pre existing valve can compromise the structure of the balloon wall, even a low implantation pressure, through mechanism such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional volume of 1 ml was added to the balloon. The prescribed nominal inflation volume is provided in the instructions for use that was documented in the technical summary. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) and procedural factors (over-inflation) contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.